Manufacturer narrative:
H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a small leaks that result of fatigue wear at corner of fold in the outer tube; hole were present. Both cylinders had the krt worn to filament; no leaks were present. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were found. The pump was functionally tested and performed within specification. Product analysis confirmed the reported event. The ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir shell has wear at fold; no leak was found. Product analysis did not find a device malfunction with the reservoir and was unable to confirm the reported event of fluid leak.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted.